Event description:
Customer reports false positive results. Customer notes filed precision (mrn panel) experiments failed due to invalids. Lod dilutions not repeating accurately. Positives that are run on rna star are being repeated to trust the result. Many false positives are found, no false negatives. Qs 5 and 12k using 384 format. Customer states they do not vary from the IFU and follow the directions for the qs7. The clinical correlation was good, and especially due to the cap. Customer noted issues were observed when diluting and repeating invalids. Diluting gave incongruent results. And, repeating without a dilution did also. Customer ran the test according to the IFU, but their reporting and reflex policy was modified to be more stringent. Customer validation showed good intraprecision, but poor interprecision. Customer got varying results the following days, and they ran many runs over at least a month. Diluting was not adequate with some samples. Some dilutions were still invalid, some valid and other mismatched. A month ago customer found some false positives, but the negatives were concordant. Customer changed the policy to reflex all positives and invalids to the taqpath. This appeared to resolve the problem, but was very costly and time consuming. Customer has encountered no more problems and have run many taqpath samples with no issues.

Manufacturer narrative:
Customer reports false positive results. Customer notes filed precision (mrn panel) experiments failed due to invalids. Lod dilutions not repeating accurately. Positives that are run on rna star are being repeated to trust the result. Many false positives are found, no false negatives. Qs 5 and 12k using 384 format. Customer states they do not vary from the IFU and follow the directions for the qs7. The clinical correlation was good, and especially due to the cap. Customer noted issues were observed when diluting and repeating invalids. Diluting gave incongruent results. And, repeating without a dilution did also. Customer ran the test according to the IFU, but their reporting and reflex policy was modified to be more stringent. Customer validation showed good intraprecision, but poor interprecision. Customer got varying results the following days, and they ran many runs over at least a month. Diluting was not adequate with some samples. Some dilutions were still invalid, some valid and other mismatched. A month ago customer found some false positives, but the negatives were concordant. Customer changed the policy to reflex all positives and invalids to the taqpath. This appeared to resolve the problem, but was very costly and time consuming. Customer has encountered no more problems and have run many taqpath samples with no issues. As of 06/28/2022, customer has not reported findings of internal troubleshooting investigation and is still collecting data. Field applications team will continue to work with customer to determine root cause of the issue. Patient status was not reported. No patient harm, injury or adverse health consequences were communicated by the customer to lumiradx for the reported event.